Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion confirm meter was giving variable readings. Within 5 minutes test results were 375, 112, hi, 117. No treatment given. Controls not used. Replacing product.